Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the black box recorded loss of prime events with low force zero and non-zero events and no cartridge detected alarms. There were no loss of prime events during the investigation. The force sensor calibration reading was low. The pump was loaded and primed to 100 units. The pump was then rewound and loaded again and the pump was found to be loaded to 2 units. The pump was opened for further investigation and a trace on the force sensor flex cable was observed to be cracked at the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.